Manufacturer narrative:
It was reported that mist was not coming out of the nebulizer which prevented treatment. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that mist was not coming out of the nebulizer which prevented treatment.